Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer's nurse complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. At 8:00 am the result from the meter was 4.1 inr. At 9:30 am the result from the laboratory was 2.8 inr. There was no adverse event. The customer's condition was "stable". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in coumadin dose, no changes in diet, no illness, and no new medications. The customer's therapeutic range was 2.5 - 3.5 inr. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 32264421) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.